Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose levels between 49-75 mg/dl. The customer consumed carbohydrates to address the low levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.